Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for analysis. Mentor received information regarding replacement devices. The replacement devices are two 450cc mentor cpx 4 breast tissue expander. (Catalog #: 3548213). On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, it was found to be intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 450cc mentor cpx 4 breast tissue expander saline implants and experienced postoperative bilateral deflation. The diagnosis was confirmed by a physician. As a result, the patient underwent removal and replacement on (B)(6) 2019. This report is for the right prosthesis.